Event description:
Additional information received reported that the patient was on gablofen since 2012. The alarm was for a low reservoir as the patient had missed their refill appointment. The patient reportedly experienced back pain and headache. The alarm was reportedly set for 2 ml and the pump had 1.7 ml in it at the date of refill. The refill was performed on 2014-(B)(6), and the patient was doing will with effective therapy.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the pump was currently alarming. Telemetry had not yet been performed. The patient first heard the alarm the day prior to this report date ¿around 2:30.¿ the reporter couldn¿t remember what the alarm sounded like or how frequently it went off. It was noted she had a demonstration of the alarms years ago. The patient¿s alarm date was (B)(6) 2014. They had been scheduled for a refill two weeks prior to this report date however they got sick and had to reschedule for (B)(6) 2014. Another demonstration of the alarms was played, the reporter indicated it must be the non-critical because the patient called her and told her the alarm had just gone off at 2:30 am. The reporter ¿hunched¿ that it was the non-critical alarm and thought it was going off every six hours. It was also noted they weren¿t sure if they were hearing beeps from the computer or a watch or if it was the pump. It was also noted the patient used to be on ¿such a high dose like way over 1000¿ that if the pump alarmed at all ¿it was critical¿ so that was the reporter¿s concern because she was out of town. The device system was currently used to deliver baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8578, serial # (B)(4), implanted: (B)(6) 2010, product type accessory; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).